Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited noise and oversensing that resulted in pacing inhibition for greater than two seconds of asystole. The patient was pacemaker dependent. An invasive procedure was performed. The device and lead were explanted and replaced. No additional adverse patient effects were reported.